Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations." S/w version = unknown. Retainer ring = black. Case type = ngp. On (B)(6) 2022, customer returned pump for an alleged critical pump error (open book image) alarm. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, motor, and force sensor. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 131 fatal alarm confirmed in the history on (B)(6) 2022 14:54:04.000, problem isolated to the electronic/motor assembly. Three consecutive pump error 53 alarm was found in the main error log using the adapt tool. Pump error 53 alarm due to hardware anomaly (file number = 65535, line number = 65535) as per global logic analysis. Force sensor was not tested outside of pump due to moisture damage. Motor was not tested on the stb3 due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and faded end cap label damage. Critical pump error (open book image) alarm confirmed due to pump error 131. Pump error 131 alarm, problem isolated to the electronic assembly. Pump error 53 was confirmed due to hardware anomaly, problem isolated to the electronic assembly. Pump exposed to moisture confirmed at pcba 1, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Event description:
Information received by medtronic indicated that the customer reported that critical pump error/open book image. Troubleshooting was performed but the issue was not resolved. No harm requiring medical intervention was reported. The customer discontinued using the pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.